Manufacturer narrative:
As of today, the lead and device remain in service. The patient has another follow-up appointment scheduled for later this month. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited intermittent high, out-of-range (oor) pacing impedance measurements of greater than 2,500 ohms. The shock impedance measurements were stable. One nonsustained ventricular tachycardia (nsvt) episode showing non-physiologic noise was stored. It was noted the patient paces 0% in the rv. The patient was to be seen in the clinic within the next two weeks to evaluate the rv lead. No additional information from the patient's in-clinic check was received. However, about four weeks later, an alert was issued in the patient's remote monitoring system for the high, oor pacing impedance measurements. Technical services discussed a potential lead fracture and recommended a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The rv lead was explanted and replaced. The device remains in service with the new lead. No additional adverse patient effects were reported.